Event description:
Customer reported he was hospitalized due to diabetic ketoacidosis. Blood glucose value at the time of admission was 400 mg/dl; treated with insulin drip. Customer cannot remember what happened. His sister could not reach him so she notified the neighbors and the ambulance was called. Customer was wearing the insulin pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.